Event description:
The lay user/reporter called lifescan (lfs) in 2006 and alleged that the patient's meter was reading inaccurately high. The medical affairs specialist spoke to the patient the following day and obtained and verified the following information. The patient stated that she has been getting erratic results on her meter for a while . She also stated that about once a week , she would have a hypoglycemic episode. She reported that during her evening dose shw eould take her novolin r insulin and her humalog, which is based on the meter result and then eat dinner. Around midnight, after going to sleep, she would feel low. She was unable to specify the symptoms. She would test her blood glucose and it would read low. She recalled one result, which read low. She recalled one result which read in the "50's". She would then have someting to eat/drink and after feeling better, went back to sleep. No medical intervention was reported. She was unable to provide any more specific information. She did visit her physician regarding the hypoglucemic events and she was advised that her blood glucose was "fine" and to call lfs for assistance with the meter. The test strips were in good condition, codes matched. The patient performed several control solution tests with different vials of strips and the tests failed. This complaint is being reported as the meter was failing the control solution tests and the patient reported several hypoglycemic events after using the meter and taking her insulin. A replacement meter has been sent.